Event description:
The hosp claimed that upon opening the g/k femoral locking nail, the product was abnormal. No additional info was provided in the initial report.

Manufacturer narrative:
Summary of eval: eval results indicated that the curvature of the nail was posterior instead of anterior. Corrective action was implemented to prevent similar events.